Manufacturer narrative:
Potential lots 87x143 87x170 reported for 6 related complaints.

Event description:
Information was received indicating that a patient with a smiths medical deltec® port-a-cath®ii was found to have pain upon flushing. A venogram was ordered and performed that day noting cracked tubing. Subsequently, the port was required to be explanted and replaced. No further adverse effects were reported.